Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) used a full tank of helium overnight. The patient was transferred to a different cardiosave without incident when low helium was noticed and no patient impact was noted. The customer stated that the unit had been serviced for a helium leak issue within the last couple of months but didn't have an exact date. .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) used a full tank of helium overnight. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information : ((B)(6) occupation - biomed). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the regulator and he line from gauge., and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.